Event description:
It was reported that the patient experienced a surging sensation/sputtering sensation when the patient was not moving. The patient had been managing pain with medications, and had only been using the device sporadically for the past several years. They had more recently noticed the issue. The battery was at 2.56v and therapy impedances were 700 ohms. Individual impedances were all 690 ohms, with the exception of 1 and 2 (value not given). The patient was to have back surgery soon, and it was stated that the patient would probably try to ¿limp along¿ the stimulator and lead until afterwards to decide on replacement. The device will be reprogrammed. It was further reported that no diagnostics were done. The cause of the intermittent stimulation amplitude was most likely due to the device being near the end of its life. It was clarified that the patient was to undergo a spinal fusion. The patient was stated to be doing fine.

Manufacturer narrative:
Concomitant products: product ID 3986, serial# (B)(4), implanted: (B)(6) 1996, product type lead; product ID 7496-66, serial# (B)(4), implanted: (B)(6) 1996, product type extension. (B)(4).